Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device in described in this report. A mquet service technician reported that the customer maintains their own equipment and does not utilize maquet service. No service call was made. A supplemental - medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
(B)(4).